Event description:
It was reported that a peritoneal dialysis (pd) transfer set was cracked. This was observed during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date of birth: the patient was born in (B)(6). Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Gender: female (previously submitted as ni) device manufacture date: 12/08/2020 (previously submitted as ni) the device was received for evaluation with minicap attached to the female connector. A visual inspection with the naked eye noted a damaged main body. The reported condition was verified. The cause of the damage was undetermined; however, was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.